Event description:
The extension tubing separated from the adapter during use. There was no extra hospitalization required and no harm to the patient. No further information regarding this incident is available.

Manufacturer narrative:
The actual unit is not available for analysis as it has been discarded by the facility. Unused units from reported lot number 6347094 will be returned for evaluation. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted.